Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 7/7/2020. H6. Investigation: one sample was received for investigation. Visual inspection was performed with a 10x magnifier lens. A circle marked indicating the embedded black speck. Speck's size is acceptable. Nine photos were provided showing syringe barrels with embedded black specks and the packaging blister top web. Based on the sample analysis, the embedded black speck is acceptable. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h10.

Event description:
It was reported that black foreign matter was found on 7 bd luer-lok¿ tip syringes during use. The following information was provided by the initial reporter: "black contaminants observed on syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on 7 bd luer-lok¿ tip syringes during use. The following information was provided by the initial reporter: "black contaminants observed on syringe."